Event description:
It was reported the patient had lost about 25 pounds and the implantable neurostimulator (ins) was loose in the pocket and sitting crooked. It was reported when the patient charges, "it" overheats and the patient saw the "too hot" screen on the recharger. It was reported the patient had tried recharging more frequently and for shorter intervals. It was reported that if the patient sits down, communication breaks with the recharger. Spacers were requested. C500, analysis was not performed because the device was not returned.

Manufacturer narrative:
Concomitant products: product ID a03888001, product type recharger; product ID 3778-60, serial (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger.